Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits severe detritus buildup; the glass cap exhibits moderate devitrification at the output window; the metal cap is loose from the glass cap; the beveled edge at the output window is off center; the glass cap can rotates within the metal cap when applying force. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the fiber card not permitting fiber function @ 58,577 joules. Gland volume 72 ml. Time expended 7 minutes. The procedure was completed with an alternate procedure (turp). "No injuries" reported.